Event description:
Patient may have touched eye with dropper tip at the one week after treatment but patient thought it was the left eye. Patient had microstriae on the right eye. Microstriae were mild and not affecting vision. Microstriae were stretched at slit lamp with good resolution, patient instructed to not touch eyes.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support.